Manufacturer narrative:
The manufacturer had previously reported that the device's power supply and power management board were replaced to address an issue related to the ac power connection. The device's front panel/keypad led board was also replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and system board were replaced to address the issues. An issue related to the ac power was observed. The device's power supply and power management board were replaced to address the issue.